Event description:
It was reported that during a sigmoid colon procedure that the device was fired, and the green check mark was received but when attempting to remove the device the anvil disconnected and remained in the colon. Unknown as to how the anvil was removed but when scoped the staple line was intact and the donuts were fully formed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.